Event description:
It was reported that the physician was attempting to treat the lad and lcx which exhibited stenosis . During the surgery, the devices failed to cross the lesion. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device, the stent was observed to be deformed evaluation summary: the distal tip was damaged. The distal shaft was kinked 2.2cm and 3.2cm distal to the guidewire entry port. A number of struts on the 5th and 6th proximal stent segments were raised and deformed. A number of struts on the 1st distal segment were deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: related to operational context (attempting to cross a lesion exhibiting stenosis). Deformation problem (stent deformation). Inherent risk of procedure (stent deformation). Conclusion results: operational context caused or contributed to the event (attempting to cross a lesion exhibiting stenosis). Inherent risk of procedure (stent deformation). (B)(4).